Manufacturer narrative:
Dentsply sirona china. The handpiece suddenly jammed and could not be used normally. Prolonging the course of treatment and increasing the amount of blood loss in the treatment. Event cause analysis description mentioned by doctor: product reason. This issue has been reported as serious adverse event in china ae monitoring system. Information from ds china maintenance center: goods issue date: 2021-09; within warranty: yes; maintenance record: the customer did not send for repair after occurrence date.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that x-smart w/contra angle eur stopped during treatment. No injury.